Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two endeavour sprint des stents were implanted to treat a lesion located in the lad. Approximately 56 months post index procedure, patient suffered from myocardial infarction. Event was treated with medication after the patient refused pci. Patient recovered.